Manufacturer narrative:
H3, h6: the device was not returned for evaluation, but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that per the complaint, three chart-stixs of the implants used, and the two x-rays were provided that reveal the backing out of the compression screw used with an intertan device which was locked with the set screw. However, no relevant clinical information or the device were provided, therefore, a thorough medical investigation cannot be rendered nor can a root cause of the reported failure be determined. According to the complaint, the surgical team is still deciding on the appropriate treatment for the patient. It is unknown how the adverse event was solved and current health status of patient. Therefore, the impact to the patient beyond that which has already been reported is unknown. Should any additional relevant patient information be provided this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique, size of device, joint tightness, material in use, patient reaction and/or patient condition.the contribution of the device to the reported event could be corroborated as the backing out of the compression has been confirmed. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after an intertan surgery had been performed on (B)(6) 2021, the patient experienced pain post surgery. The x-rays showed backing out of the compression screw used with an intertan device which was locked with the set screw. Also, the surgical team are still deciding on appropriate treatment for the patient. It is unknown how the adverse event was solved and current health status of patient.